Manufacturer narrative:
(B)(4). Full UDI is not available at present but will be included with the follow up.

Event description:
It was reported that: "applied by interventional cardiologist, was not possible introducing manta device through haemostatic valve. The doctor tried to push but it wasn't possible, finished procedure with this product. Device removed and another manta used to close the femoral artery. There was no reported patient harm or consequence".

Event description:
It was reported that: "applied by interventional cardiologist, was not possible introducing manta device through haemostatic valve. The doctor tried to push but it wasn't possible, finished procedure with this product. Device removed and another manta used to close the femoral artery. There was no reported patient harm or consequence".

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The bypass tube observed to have pierced the button valve. Tear of the valve was noted. The components (collagen, lock and anchor) were pushed out. Lever was not actuated. The device lot history record review for lot number 73j2400686 manta 18f ce indicated no non-conformities related to this lot, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following the tavi, an 18f manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the surgeon encountered severe resistance attempting to advance the bypass tube into the sheath hub. Buckling and bending occurred to the bypass tube when it met with resistance. The first 18f manta device and sheath were removed, and a new 18f manta device and sheath (same lot number) were loaded and deployed without issue. The patient's outcome post-procedure was fine. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.